Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not working. The customer¿s blood glucose level was 247 mg/dl and treated with bolus. The customer also reported that the insulin clip came off. Customer states the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device was received with case cracked behind the device near the battery compartment and cracked battery tube threads. The device was received without the original battery cap. Unable to verify battery cap damage. (B)(4).